Manufacturer narrative:
Manufacture narrative: iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced excessive vault, elevated iop 17 mm hg on oral acetazolamide, angle closure, shallowing of ac, and iridocorneal touch. The lens remains implanted. The cause of the event was unknown. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.